Manufacturer narrative:
The explanted device will not be evaluated as it was discarded by the medical facility.

Event description:
An explant of precision system was reported. It was determined that patient was receiving shocks. The physician suspected product failure and explanted the system.